Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients' dependent on pacemaker and/or 4 years or less battery longevity to have generator change. Patient had ~4 years battery longevity. Pacemaker generator change done.